Event description:
It was reported that on (B)(6) 2026, the patient underwent a fixation surgery for ulna shaft fractures. During the surgery, after the drill bit was used normally and screws were inserted, it was found at final check that the tip of the drill bit was broken and remained in the body. The screw occupying the hole, where the fragment remained, was removed, and the retained fragment was retrieved using a k-wire. The broken fragment was discarded. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.